Manufacturer narrative:
One photo was provided to our quality team for investigation. Through visual inspection, it was observed that the liquid present past the stopper and accumulated around the plunger rod. Potential root cause for the leakage past stopper defect could not established at this time. The physical sample is required for more in depth investigation of all potential contributing factors. Furthermore, a device history record review was completed for provided lot number 2221955. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 3 ml ll euro 200 s/c leakage and underdosage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: the medication liquid got behind the piston. Patient would have received too little medication dosage.